Event description:
Boston scientific received information that this pacemaker dependent patient experienced an infection. As a result, the device was explanted and temporarily connected to a new non-bsc lead. The device was later removed from service during a successful implant procedure. There were no additional adverse effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.